Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the procedure, the device began to generate resistance to open and close the jaws, until it was impossible to open them. The surgeon requested another clamp to finish the procedure. The procedure was successfully completed. No patient consequence reported.